Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection and functional test identified the reported condition as a large leak spraying liquid from the bottom right corner. Magnified inspection of the leak location identified the leak as a small cut with clean edge and minimal eva fray. A manufacturing process review was performed and did not identify on area of the manufacturing process where this type of damage could occur. The root cause of the leak is unknown, but possible cause is damage due to a cut when trying to remove the bag from packaging. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the lower right hand corner. The leak was discovered before the bag was sent out of the pharmacy. This report documents no patient involvement or adverse events. No additional information is available.